Event description:
The following has been reported: biomed reported tubing set not recognized. He changed the tubing set, did a hard reboot and still same msg. A preliminary review of the logs has identified the following issue: set ID sensor failure. An active infusion was not delayed per the logs. Reporting due to the referenced issue. No adverse effects were reported. Pump was returned and fresenius kabi investigator was unable to reproduce the problem; set ID met specification. No problem found. Although no problem was found, fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submitan MDR submission as a conservative measure.